Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a prime (unable to prime) issue. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. At the time of the initial report, the reporter was unable or unwilling to complete troubleshooting of the alleged issue with animas customer support. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box showed dates from (B)(6) 2017 to (B)(6) 2017 such that the data from the date of the complaint has been overwritten. The current black box data showed no evidence of a "prime" issue. The pump powered up and was run for 24 hours with a one unit per hour basal program. No loss of prime or prime related warnings were duplicated. The force calibration check passed with a reading of 207. During investigation, the rewind/load/prime functions were performed; no prime related issues were duplicated. The pump case was removed. The force sensor pins were seated and the solder connections were intact. Evidence of moisture contamination was observed inside the pump.